Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl) after a physical therapy session. Reportedly, customer is recovering from a surgery that is not related to customer's diabetes. Customer consumed food and juice to stabilize bg level. Recommendation was made to consult with health care provider to discuss diabetes management.